Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 815, the reporter contacted animas and alleged that the pump this pump doesn't work. Patient refused to do any troubleshooting or give any further information on what pump issue was. There was no allegation of an adverse event. This complaint is being reported based on the allegation of a pump defect.